Event description:
During an atrial fibrillation procedure, while attempting a transseptal puncture, the tip of the device was noted to be broken. The device was exchanged, and the procedure was completed with no adverse patient health consequences.

Event description:
The device was returned for evaluation. This report is to address the updated analysis.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The hub of the dilator was detached from the dilator tubing but was not returned with the device. Visual inspection of the joint could not determine a root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.